Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (flashing display) issue. Allegedly, the display screen was flashing, and the user could not read it safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/10/2014 with the following findings: the reported event, of a flashing-display issue, could not be adequately investigated due to internal moisture damage; thus no conclusions could be determined in this regard. The relation of the following findings to the reported flashing-display issue could not be determined, as the reported event would have to be duplicated to determine such: the pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was dim and illegible due to internal moisture damage. The pump failed a leak test due to a display lens leak. The pump case was removed, and evidence of moisture damage was found on internal components, some of which are involved in display function. Unrelated to the reported flashing-display issue, the audio bolus button cover was found to be torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.